Event description:
The customer reported there is smoke coming from the system. No pt injury was reported.

Manufacturer narrative:
A ge representative has not reported on eval of the system. (B) (4).